Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an incident with surgical light prismalix/alm device. As it was stated by the customer, the cover of surgical light has been cracked. Despite the fact that this issue with the device did not lead to any injury, we decided to report the issue in abundance of caution and based on the potential for risk if the situation was to reoccur, as any object falling into the sterile field might be the source of cross contamination. It was established that when the event occurred, the surgical light did not meet its specification. Photographic evidence was received that shows an unapproved modification to the device. According to provided information, the issue occurred during patient¿s treatment, so in fact the device was directly involved with the reported incident. When reviewing similar reportable events for the same device, we have been able to confirm that the current complaint points to a single issue in which no serious injury or worse occurred. The most likely root cause is related to non-conform modification of the mounting of device, however without additional information from customer we are unable to fully confirm the root cause. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(4) 2019 maquet (B)(4) became aware of an issue with alm light. As it was stated, cover was damaged during surgery. There was no injury reported however we decided to report the issue based on the potential as any paint particles falling off during surgery may be a source of the contamination. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number # (B)(4).